Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to electrophysiology lab with a left ventricular lead that failed to capture at maximum output. Flouroscopy confirmed that the lead had dislodged. The lead was re-positioned in a mid-lateral vessel on (B)(6) 2020. The patient was stable.